Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
I was reported that the subject device housing had fallen off (pins were out of the holder). The event occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on coupler, poor water- tightness of cable unit, and error code e228. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on coupler unit, it cannot be connected to the scope. Due to poor water- tightness of the cable unit, error code e228 displayed. A definitive root cause could not be identified for the damaged coupler or the poor water- tightness of cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.